Event description:
Two bare metal stents were implanted in the left coronary artery. It was reported that 10 days post stent implant an mi occurred due to stent closure. Pci was carried out as treatment. Patient recovered.

Manufacturer narrative:
Results: inherent risk of procedure (cva/stroke). Conclusions: inherent risk of procedure (cva/stroke). (B)(4).

Event description:
The patient suffered a stroke approximately 11 months post index procedure. The patient recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi is listed as an adverse effect of pci in the IFU). Evaluation conclusion: known inherent risk of procedure (mi is listed as an adverse effect of pci in the IFU). (B)(4).